Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical that a consumer treated herself, it is unknown if with insulin or oral medication based on a stored reading of 232 mg/dl in their blood glucose meter and not an actual real time test result. The consumer subsequently experienced a hypoglycemic event requiring medical intervention. During the call to customer support, it was revealed that the consumer does not control solution test for integrity before use their initial test strips as instructed in our directions for use. It was also revealed during the call to customer support, the consumer was using the blood glucose meter incorrectly. The consumer was pressing the button on and retrieving stored results in the meter. The consumer was educated on these directions for use at the time of call. The meter in question will be returned for evaluation, the consumer used up all the test strips.